Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was deflated, and 13-14mls of water was retrieved; however, the catheter could not be removed without twisting and pulling it. Upon removal, the catheter balloon was partially inflated.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned for evaluation. Received only catheter. Sample was evaluated using lab syringe and no pinch or blockage was observed. The catheter was tested using a lab complaint syringe. The balloon was inflated with 10cc of water using normal fill technique the balloon was able to inflate and deflate in 27 seconds. Inflated the balloon with 10cc of water using jam fill technique and the balloon was able to inflate and deflate in 14 seconds. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). Correction: manufacturer name, city and state, MFR site.

Event description:
It was reported that the balloon was deflated, and 13-14mls of water was retrieved; however, the catheter could not be removed without twisting and pulling it. Upon removal, the catheter balloon was partially inflated.